Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer's daughter reported a medical event, in which her mother received an adc meter reading of 170mg/dl, so she assumed it was accurate. She stated her mother began to feel incoherent, exhibited slurred speech and subsequently lost consciousness. Paramedics were called and upon arrival, a reading of 30mg/dl was obtained. It is unknown if this reading was obtained on the same adc meter. It was reported that her mother was treated with food and "sugar water" however, it is not clear if this was given intravenously or by mouth. Customer was not transported to a health care facility, therefore, there was no diagnosis reported. Numerous attempts were made to contact customer, to clarify the readings reported and the medical event. Follow-up contact with customer revealed that the reading of 170mg/dl was obtained on the adc meter, however, she was unsure what meter was used to obtain the reading of 30mg/dl. There was no report of death or permanent impairment associated with this event.